Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer called to report a hospitalization due to high blood glucose. The current blood glucose reading is 147 mg/dl. The blood glucose reading at the time of the event was 482 mg/dl. Customer was unable to lower the blood glucose readings. Customer was treated with IV drip. During troubleshooting, high pressure test passed. Time and date are correct. Programming is correct. Nothing further reported.